Manufacturer narrative:
Upon further review, this complaint is not MDR reportable and should not have been reported. The investigation has found that there was no stopper separation from the plunger; but that the syringe was empty of fluid. There is no potential for harm/serious injury because there is no sample to test. If further evidence supports device malfunction, this complaint will be re-evaluated.

Event description:
Material no. 306499, batch no. 9018603. It was reported that before use of the syr 10 ml fil saline short length plunger rod the plunger came apart while it was in a pocket. The contents of the syringe leaked out and spilled all over. The package is still intact. The following information was provided by the initial reporter: "carrying ns pre-filled syringe in pocket and the plunger came out of the syringe and spilled all over. The package is still enclosed."

Manufacturer narrative:
Investigation summary: one sample was received in a plastic (B)(6), it came in the sealed packaging flow wrap. It has the plunger rod-rubber stopper, tip cap and barrel label, it has no saline solution. There is no plunger rod stopper separation, the defect confirmed is empty syringe. Investigation conclusion: one sample was received in a plastic (B)(6), it came in the sealed packaging flow wrap. It has the plunger rod-rubber stopper, tip cap and barrel label, it has no saline solution. There is no plunger rod stopper separation, the defect confirmed is empty syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: possible root cause has to do with the fill machine process. Rationale: no corrective action at this time.

Event description:
Material no. 306499, batch no. 9018603. It was reported that before use of the syr 10 ml fil saline short length plunger rod the plunger came apart while it was in a pocket. The contents of the syringe leaked out and spilled all over. The package is still intact. The following information was provided by the initial reporter: "carrying ns pre-filled syringe in pocket and the plunger came out of the syringe and spilled all over. The package is still enclosed."